Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating the listed device was in use for 19 days when the patient's father attempted to suction the device. The father reportedly had difficulties suctioning the device due to a crack found in the device's cannula. A tracheostomy tube change was performed. No adverse effects to patient were reported.